Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 216 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting the following result of 108 mg/dl. The difference in the readings was determined to be clinically significant. The meter in question will be returned for evaluation. The consumer has discarded the test strips used in this event.